Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer alleged the pump changed from basal rate profile 1 to basal rate profile 2 (which is set to 0.00 u/h) automatically. Customer is very sure of not having touched the settings for the basal rate. Customer had high blood glucose values, as she did not notice the changes. No adverse event alleged. A request was made for the return of the device.